Event description:
The neurostimulator device was returned for disposal following normal battery depletion. Analysis indicated the lead had broken wires due to overstress/damage. It is unknown if the damage to the lead happened during explant. No patient symptoms were reported. Additional information has been requested.

Manufacturer narrative:
Final device analysis results of the ipg (model 7427) and the plug were normal. No anomaly found. The extension analysis (model 7495lz) revealed cut/melted insulation - no significant anomalies. The lead (unknown model due to it being segmented) analysis indicated the #0 conductor wire was broken (overstress/damage). The lead was stretched at the #0 connector and the #0 conductor was broken at the #0 connector weld site. All lead wires were cut. All connectors were crushed. The distal end was not returned. The lead body was segmented and the insulation was cut through. The proximal end was stretched. No comment regarding the lead was returned with the device. It is unknown if all/some of the damage happened at explant; therefore, no conclusion can be drawn.